Manufacturer narrative:
Corrected data: section h6 - health effect - impact code and investigation conclusions.

Manufacturer narrative:
The device was discarded. The evoke scs system MRI guidelines states that a cls with catalog number 0002 and device serial number lower than (B)(6) are not MRI-compatible. In evaluation of the reported charging issues, device logs were only available through 13 may 2021. In review of the available device logs, there were no charging issues noted. The reported charging issues are not able to be confirmed and the root cause of the reported charging issue is not able to be definitively determined.

Event description:
A patient requested replacement of their originally implanted evoke spinal cord stimulation (scs) closed loop stimulator (cls) as their device is not magnetic resonance imaging (MRI) compatible. Additionally, the patient reported longer, more frequent charging sessions. A revision procedure was performed to replace the cls and resolve the reported event.